Event description:
On (B)(6) 2021, a total knee replacement was performed. In an x-ray dated (B)(6) 2023, an anterior femur fracture was detected and it appears that the junction box of the femoral sleeve construct is loose. A revision is planned but has not yet occurred. This report is being submitted because a proposed intervention was mentioned even though it has not yet occurred.

Manufacturer narrative:
A DHR review identified no issues that could have caused or contributed to the reported event. It is believed that the junction box loosened due to fatigue loading in the knee. The available evidence does not lead to a clear conclusion about the cause of the reported event.